Event description:
It was reported that the patient presented to the ER after receiving multiple shocks. Upon device interrogation, it was determined that all shocks were inappropriate due to oversensing on the lead. Lead impedance > 2000 ohms and significant fluctuations in impedance and pacing threshold were also reported. Clavicular crush suspected. The lead was capped. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the ER after receiving multiple shocks. Upon device interrogation, it was determined that all shocks were inappropriate due to oversensing on the lead. Lead impedance > 2000 ohms and significant fluctuations in impedance and pacing threshold were also reported. Clavicular crush suspected. The lead was capped. No patient complications have been reported as a result of this event. It was further reported there was sensing difficulty, lead fracture, and two suspected clavicular crushes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.